Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty tearing the microintroducer is confirmed; however, the root cause could not be determined. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the t-handle was split in half and one half of the break site was observed. The orange material on the break site appeared stretched, and the edges appeared jagged and uneven. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. Samples were not returned for the 2 other occurrences reported; therefore, these occurrences are inconclusive

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the intubation sheath could not be torn open. No further details available or provided it was reported this occurred with three devices. This report addresses all three devices.